Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. Medical device problem code: counterfeit product. Additional information received: photos received for review. Upon visual inspection of photos, the following was observed: the photos show a tyvek from top view with of product code gst60b, lot #: t40v28, exp. Date: 2024-04-30. Lot number was reviewed, and it belongs to a gst60b device. However, the expiration date printed on the tyvek does not match with the expiration date recorded on our quality tracking system 2022-08-31 and date of mfg.: 2019-09-06. The artwork printed on the tyvek was reviewed and compared with our quality system artwork and did not match and does not comply with j&j standards. Based on the photos reviewed, counterfeit product is confirmed, however no root cause could be determined. Hands on device analysis may have provided the additional evidence necessary to confirm the root cause of the reported event, however, as the device was not returned, an analysis investigation could not be performed. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that gst reload found in the market via parallel import.